Event description:
It was reported that there was a confirmed overdischarge. It was noted to be the first overdischarge and no physician mode recharge (pmr) was performed. The device was replaced as a result on (B)(6) 2015. The device was discarded. The patient had been unable to keep a good connectivity while recharging. The recharger would move on her, despite using the belt and sticky pads. The patient¿s pain had also advanced to her left hip and leg. She had only been having right hip and leg pain when implanted. The doctor decided to do a full system replacement to get left sided coverage and give her an MRI compatible device. The pocket was revised to assist with future charging. No patient symptoms were associated with the event and the patient was noted to be alive with no injury. Follow-up determined that the cause of the pain was natural pain progression. It was not device related. The battery had overdischarged due to difficulty recharging. The pocket site was adjusted in an attempt to make recharging better. The patient appeared to be doing very well after surgery. She had a follow-up appointment on (B)(6) 2015. Further follow-up determined that the patient cancelled the appointment and rescheduled for (B)(6) 2015. No further follow-up was required.

Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown, product type unknown; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).